Event description:
The svc report shows that the device high pressure alarm failed to activate within spec. The nellcor puritan-bennett svc technician inspected the device and adjusted the high pressure alarm circuit. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.